Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump would not power on despite battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/13/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/31/2013 with the following findings: the original complaint of no power was unable to be duplicated due to the user using dead batteries. The pump powered on in accordance to normal operation. The pump was exercised for 24 hours with no power loss noted. There was no evidence of intermittent contact inside the battery terminal contacts. The battery compartment was intact with no damage or evidence of moisture inside. The battery cap was able to be fully tightened. There was no evidence of moisture identified inside the pump when the case was removed. The black box history did reveal a low battery warning and investigation showed that the user installed two fully discharged batteries; therefore was not able to power on the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.